Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. It was noted that the patient is not pacemaker dependent. Upon interrogation there were stored episodes from five months earlier of supraventricular tachycardia (svt) due to double counting as a result of the loss of capture. A revision procedure was performed. During the procedure when the physician after the physician retracted the helix, it would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. During testing the helix did not operate as intended which was determined to be most likely due to dried blood in mechanism.